Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On (B)(6) 2022 getinge received the information related to the return conveyor that is used with the 86-series washer disinfector. The return conveyor is designed to automatically returns racks to the soiled side. As it was stated the load rack came off the end of the return conveyor and dropped to the floor. There was no injury or damage reported, however we decided to report the issue based on a potential as the rack that fell off the ground could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur. After the event, the units were evaluated and after troubleshooting the devices were returned to use in full operational state.

Manufacturer narrative:
On june 13th, 2022, getinge became aware of an issue with the getinge return conveyor (rc 2.0) with the serial number (B)(6) used with the air glide system (ags) and the 86-series washer-disinfectors. The unit was manufactured on may 15th, 2019. The return conveyor is a flexible and fully automatic transport system for loading and unloading empty wash carts. The reported issue is related to the rack falling from the return conveyor to the ground. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. The customer allegation was that the rack fell to the floor at the end of the return conveyor. The stop pin is a part of the return conveyor, which is pressed when the loading / unloading trolley is connected to the device. The stop pin prevents the racks to fall off when the trolley is not connected. Most likely, there was a temporary malfunction of the stop pin . The wash carts were inspected as well, and one of them had missing magnet program rail. A magnet on a program rail is used for the detection of its position on the conveyor. It could not have been confirmed if this cart was involved in the event. The cart was repaired and the units were handed back to the customer without further errors. The result of the investigation allows us to conclude that problem is most likely a consequence of the missing magnet program rail on the cart, which would indicate problem related to the fastening method of the position magnet on the cart. Additionally, the inspection of the return conveyor showed that the device works without any failures, so we could not confirmed any malfunction with the device that contributed to the event. It was confirmed that when the event occurred, the device was directly involved and did not meet its specification, as the rack was not stopped by the return conveyor and fell to the floor. The situation can lead to the body injury. The device was not being used for treatment or diagnosis of the patient. We are not aware if the described issue caused or contributed to the serious injury or worse, however we report the event based on the potential for serious injury if the issue was to reoccur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).